Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Brand name, common device name, procode, lot #, part #, UDI #, 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Maude report received. Hip replacement surgery with depuy mom pinnacle right on above date. Continued pain, difficulty walking with clicking, squealing, popping, heavy metal screening of the blood done in 2012. Abnormally high levels of cobalt and chromium. Revision surgery done in 2012 with removal of the ball with replacement of ceramic. The socket was lined with heavy duty plastic and left in place. Muscle damage surrounding the prosthetic which caused weakness and continued pain. Sudden pain developed in 2016. MRI showed fractured screws in the socket and rubbing it on the pelvis. One broken off screw still in pelvis. Continued chronic pain, gait disturbance and inability to walk up stairs and do other movements due to the muscle damage which could lead to an increased risk of a hip dislocation. Doi: (B)(6) 2005; dor: (B)(6) 2016; (right hip); (cup and 3 screws).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.